Event description:
It was reported by the customer that the device formed malformed clips. It is not known if this was during testing or in a procedure. No other information was available. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.